Manufacturer narrative:
(B)(4).

Event description:
The pt never experienced therapeutic effect since the system was implanted. The pump contained baclofen 800 mcg/ml. During pump replacement surgery on (B)(6) 2007, it was discovered the catheter was fractured and the medication was pooled around the pump pocket. Refer to MFR report #3004209178-2011-02190 regarding events following pump replacement.